Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: call service 054 alarms were observed in the alarm history. The pump screen was not blank but was dim and discolored. The alleged issue could not be duplicated.